Manufacturer narrative:
Combination product: yes.

Event description:
The orsiro mission drug-eluting stent system was selected for treatment. When removing the orsiro mission from the packaging a protrusion of the stent outside the crimping area was observed. Therefore, the device was not used.